Manufacturer narrative:
Initial.

Event description:
It was reported that the user received teflon insets instead of contact detach infusion sets with no instructions and used six insets due to deployment failures in which the set did not deploy correctly and fell out of the applicator; troubleshooting and education were provided and replacements were arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education regarding proper infusion set deployment and connector attachment. Investigation of this case revealed user difficulty deploying the infusion set and securing the connector, consistent with incorrect deployment or attachment. It was concluded, based on established findings for similar reports, that the cause was user error related to infusion set application.